Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "he/she gets headaches and has them every day when he/she uses the device at night and also complaining of sinus issues". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer, but the investigation has not yet begun. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on 10/04/2023: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches and sinus issues. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Evidence of sound abatement foam degradation/breakdown was not observed in this device. See (B)(6) for procedure used for this determination. Secondary findings: · device was likely reset prior to pil receipt · water spots on blower fan · water spots in blower box manufacturer is unable to address the complaint or symptoms. Manufacturer found no evidence of sound abatement foam degradation or breakdown. This investigation was performed. The external investigation showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to a known good power cord and power supply, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device log. The device was likely reset prior to pil receipt due to machine hours being 2475.8 and the therapy and blower hours being 0. 3. The internal investigation showed that there were water spots on the blower fan and in the blower box. There were no signs of sound abatement foam degradation. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device, and they were unable to directly address the symptoms. Box d, box g & box h has been updated in this report.